Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the stent was being placed for the treatment of an esophageal fistula. During the procedure, the stent was 70% deployed suddenly the stent was deployed 100% distal to the fistula. An attempt was made to reposition the stent, but it would not collapse when attempting to attach the retrieval suture. Therefore, another wallflex esophageal stent was placed into the fistula. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was implanted during a stent placement procedure on (B)(6) 2012. According to the complainant, the stent was being placed for the treatment of an esophageal fistula. During the procedure, the stent was 70% deployed suddenly the stent was deployed 100% distal to the fistula. An attempt was made to reposition the stent, but it would not collapse when attempting to attach the retrieval suture. Therefore, another wallflex esophageal stent was placed into the fistula. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts, boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplement MDR will be filed. ***the following new information received since (B)(4) 2012.*** according to the complainant the size of the lesion was 5cm, the patient's anatomy was not tortuous. There was no visible damage noted to the device. Additionally, the complainant confirmed that the stent prematurely deployed, and was being used to treat an esophageal fistula.

Manufacturer narrative:
The reported issue of stent prematurely deployed. The complaint indicated that the stent has been implanted; however the delivery system has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information the stent delivery system was received for evaluation; the stent was not returned. Evaluation of the delivery system, determined that the condition of the returned device was consistent with the complaint incident. A visual examination of the returned device found that the stent had been deployed from the device and had not been returned. It was noted that the outer sheath was kinked at several locations. No issues were noted with the movement of the outer sheath proximally or distally. The inner shaft was kinked at approximately 200 mm proximal to the distal tip. No other issues were noted with the device. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause classification of this investigation is operational context. This is defined as the complaint is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.